Event description:
The customer reported that while in AED mode the heartstart mrx failed to advise a shock with a shockable rhythm while attached to a simulator via pads. There is no indication of patient involvement.